Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that while using the robotic-assisted solution satellite station device and robotic assisted base station device to perform the anterior chamfer cut, the surgeon verified the cut with the pointer, and it registered 3.5mm over resection. The surgeon re-verified the femoral checkpoint and received the ok and continued with resections. It was observed that the robot under resected the distal femur by 2mm. The surgeon passed the robot again and observed that no bone was removed. The surgeon then used the pointer to verify distal 2mm and under resection of bone was verified. It was reported that the surgeon continued with all cuts. The surgeon used a femoral sizer to check cuts and noticed 2-3mm gaps, that were ok on both anterior and posterior chamfers. It was reported that the surgeon proceeded with cementing the implants into place. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event, and it was determined that the reported issue of " velys robot upon performing the anterior chamfer cut, the surgeon verified the cut with the pointer, and it register 3.5mm over resection" was confirmed. The investigation found that the complaint of inaccurate cuts could be confirmed since the pointer tool was used to verify the resection planes. The investigation found that there was approximately 2 mm under resection of the distal cut and approximately 3 mm over resection of the anterior chamfer cut. The pointer tool was utilized to confirm this and this confirms the issue as reported by the user. The investigation found that the most probable root cause of the issue is the combination of potential array movement and leg/robot movement. The investigation found evidence that the femur array may have moved during the femoral landmark acquisition steps, initial leg alignment step and all other subsequent leg alignment attempts and multiple full planning steps. The hip is seen moving in atypical motions during these steps. The investigation also found there was significant femur array movement during first and second distal cut steps. The investigation found that the verify checkpoint was not done before the femur cuts began; it was done only after the first anterior chamfer cut step and passed, but pointer check verification was never done after the completion of other femoral cuts, so array movement could not be confirmed. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. The investigation found that the most probable root cause of the issue is the combination of potential array movement and leg/robot movement. The root cause for those issues could not be determined. Device history review- due to positive service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b3, b5: subsequent follow-up with the affiliate, additional information was received regarding the event. The reporter stated that the event date was 20oct2025. This was a total knee case, performed during the morning hours. There was a 15-minute delay in the surgery due to recuts performed. Cuts were off as the velys system should only allow for .5mm deviation. Entire procedure was performed with the velys robot. There was no next day surgery. No injury to the patient no additional information was provided.